Manufacturer narrative:
The reported event of ¿a white substance adhered to the tip (screw part)¿ was not confirmed. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Upon opening of the lead packaging, a white residue was observed at the tip of the helix. The lead was removed and replaced. The patient had no adverse consequences.